Manufacturer narrative:
Referring to product inquiry the broken long nail kit r1.5, ti, left gamma3® ø10x260mm x 125° is stated to be the primary product. No further associated products were reported. Failures in material or manufacturing of the affected nail kit returned were not found. Dimensional examination revealed no deviations in the relevant undamaged areas of the nail returned. The affected item reported was documented as faultless prior to distribution. Thus, we exclude deviations in material and manufacturing. Referring to the event description the broken nail was detected ¿during nail removing surgery (the fracture part was union)¿¿. Further information such as x-rays, medical records, product- / patient data, activity level and op reports were not available. The received nail is completely broken in the webs of the proximal lag screw thru hole. According to the damage and the evidences of the breakage surfaces, the nail broke in a fatigue fracture due to axial overload. Overload was caused by an intra-operative damage of the nail and / or increased bending stresses initiated by axial and possibly torsional load application. Axial overload had led to continuous stresses and a significant weakening of the nail in the area of the lag screw thru hole, followed by the fatigue fracture. Significant drill marks are found at the lateral entrance of the proximal thru hole for the lag screw at the anterior web; they progress through the bore towards medial. The drill marks were generated by a deviated lag screw step drill which most likely had created the starting point of the fracture (notching effect) at the lateral edge of the anterior web. Based on the confirmed union and the evidences of the breakage surfaces the nail broke in a fatigue fracture due to axial overload and was not caused by any deficiency in the device. Two scenarios are most likely: scenario 1: the nail was pre-damaged (partly broken) and finally completely broken during the removal surgery. Scenario 2: due to rest elasticity of the recent bone union the nail was broken under high load. Nevertheless, bone union was confirmed, therefore the nail fulfilled its task like specified. A manufacturing issue can be excluded. The nail breakage is caused by an intra-operative implant damage (user related) combined with axial loads (patient related). No non-conformity was identified.

Event description:
During nail removing surgery (the fracture part was union), the surgeon assembled the extraction rod to the proximal of nail and removed nail. However, only the proximal of nail has been removed. The surgeon found that the nail broke. Therefore the surgeon removed the distal of nail using the guide wire.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
During nail removing surgery (the fracture part was union), the surgeon assembled the extraction rod to the proximal of nail and removed nail. However, only the proximal of nail has been removed. The surgeon found that the nail broke. Therefore the surgeon removed the distal of nail using the guide wire.